Event description:
It was reported that a user contacted support to perform a feature reset on the ilet due to dinner announcements not learning properly, resulting in elevated glucose after dinner despite correct announcements and a need for higher insulin dosing; troubleshooting and education were completed, insulin delivery resumed as usual, and an ilet alert 400 occurred. Symptoms included hyperglycemia, while no additional clinical signs or conditions were reported. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.